Manufacturer narrative:
Conclusion - don't have needed parts.

Event description:
It was reported via repair work order that there was no power to the motors due to incorrect wiring on the fowler micro switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.